Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported before use of the bd ultrasafe passive¿ x-series needle guard syringe patient stated the medication spilled when he went to inject it. He was removing the cap from the needle and while holding the plunger, the plunger then fell off. There was no report of injury or medical intervention.